Event description:
The customer reported that the angle was reduced, and an e315 error (scope error) was displayed. The issues were observed when preparing for a procedure. The intended diagnostic procedure was completed with a similar device, with no delay to the procedure. There was no patient or user injury reported due to the event. This report is being submitted for the e315 error message.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported e15 error was confirmed, and found to be caused by an electrical continuity error due to fluid ingress in the scope connector. Once the device was dried, the e315 error was resolved. In addition, service found the electrical connector demonstrated poor contact due to fluid ingress. The bending angles were insufficient due to stretching of the angle wires. Both the light guide lens and objective lens were cracked. The insertion section was leaking, and the label on the insertion section was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress or the like which caused a water invasion of the device, leading to an abnormality in electrical components. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.